Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. In the analysis of handpiece it was found bur was broken and only a small piece was recovered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operative, the bur was stuck in the handpiece. There was no known patient impact in this event.

Manufacturer narrative:
B5: updated aware date was updated to 18-mar-2025. H6: ime and imf codes were updated, previously submitted codes e2401 and f24 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that tried removing it with no resolution. Something appears to be blocking it from being released. There was no patient involved in this event.

Manufacturer narrative:
H3: analysis found that visually, the inner shaft was broken 1.32 inches from the distal end of the inner hub upon return. The distal diamond grit tip was lodged within the inside diameter of the outer tube and the irrigation port was damaged/deformed and the irrigation tube was detached from the outer tube. Additionally, there was deformation in the outside diameter of the distal end of the inner hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.360 inches in the deformed area which was out of specification. There were traces of wear in the inner and outer hub bushings. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no linger applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.